Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9133571. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-05-13. Medical device lot #: 9161812. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-06-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd vacutainer® k2e plus blood collection tube from lot# 9133571, and 1 tube from lot# 9161812, were found with hemolysis during use. The following information was provided by the initial reporter: "a site has 2 samples that were reported hemolyzed. The client would like to exclude potential issues with the edta tube we included in these kits."

Event description:
It was reported that 1 bd vacutainer® k2e plus blood collection tube from lot# 9133571, and 1 tube from lot# 9161812, were found with hemolysis during use. The following information was provided by the initial reporter: "a site has 2 samples that were reported hemolyzed. The client would like to exclude potential issues with the edta tube we included in these kits."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.